Event description:
It was reported that when the entegra workstation transfers pet-CT slices by dicom to a non-entegra workstation, the pt orientation is sent as head first supine, regardless of the actual pt orientation. No injuries or other adverse events were reported.